Event description:
A family member reported that the customer had passed away while the pump was in use. The pt had been using the pump for about one month and died as a result of a morphine overdose. It was indicated that the pump is in the possession of the medical examiner.